Manufacturer narrative:
E1 phone number: (B)(6). D4: UDI and g4: 510k are unknown. No product information has been provided. One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the flex circuit sensor, which was determined to be faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device flex sensor will be replaced.

Event description:
It was stated that the pump can¿t detect the cassette. There was no patient involvement.